Event description:
Canadian home patient (hp) reports adding a new solution bag to an already spiked line while troubleshooting and alarm situation during automated peritoneal dialysis treatment. Hp was instructed to end treatment and set up with new supplies. No hp injury or medical intervention reported by baxter affiliate.